Event description:
It was reported that the pump was running but alarming. The pump was stopped and it started alarming 'no disposable'. Also, the cassette was noted to be full of air bubbles. No patient injury was reported.

Manufacturer narrative:
No product or photographic evidence were provided; thus, the failure mode reported could not be investigated and a root cause could not be determined. Based upon review of the information provided by the customer, a device history record (DHR) review was not conducted, as it does not indicate a problem with the initial manufacture or prior repair of the device.